Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The information related to event has been updated and updated information given with this report. (B)(4).

Event description:
The food and drug administration reported that the customer had severe hypoglycemic reaction and loss of consciousness. The customer received emergency medical assistance for the low as well as injuries resulting from a fall caused by the low. The customer reported the pump delivery is erratic and inaccurate regardless of their input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high and low blood glucose levels on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes their pump is defective. Troubleshooting was not completed. The customer also reported seizures and blood glucose issues requiring emergency medical assistance on (B)(6) 2018. The insulin pump will be returned for analysis.